Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 522-523 mg/dl with ketone levels of 45 mg/dl. Reportedly, an occlusion alarm was declared by the pump; however, the alarm was not acknowledged by the user until 6 hours later due to the user being asleep and the alarm settings being set to low volume. Customer cleared the alarm by resuming insulin deliveries. Customer delivered a correction bolus via pump to address bg level and continued to use the pump for insulin therapy. Customer was educated on increasing the alarm volume during the night to prevent issue from reoccurring.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.